Event description:
It was reported that an outflow graft occlusion was suspected. Log files were submitted for review and captured a drop in pump parameters. There was some recovery after the drop but not back to the level seen prior to the drop. The event occurred between (B)(6) 2025 at 23:30:20 and (B)(6) 2025 at 1:41:49.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Section a3: patient gender not provided. Section a4: patient weight not provided. Manufacturer's investigation conclusion: the reported event of suspected outflow graft occlusion could not be confirmed based on the provided information; however, review of the submitted log files confirmed low flow hazard alarms. A specific cause for these alarms could not be conclusively determined through this evaluation. The system controller event log file contained events from 28jan2025 through 04feb2025, per the timestamps. A prolonged low flow hazard alarm as well as several transient low flow hazard alarms were captured between (B)(6) 2025. No other notable events were captured. The pump operated at the set speed throughout the entirety of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6), with no further issues reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specification. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, and the heartmate 3 lvas patient handbook, are currently available. Chapter 1 of the IFU, ¿introduction¿, addresses all pump parameters, including pump flow. Chapter 4 of the IFU, "heartmate touch¿ communication system", describes pump flow and hazard alarms. The IFU states that per design, when the estimated flow value is calculated at less than 2.5 lpm, a low flow status is posted to the log file. If the flow remains below 2.5 lpm for 10 seconds, a low flow hazard alarm is triggered. This section also explains that changes in patient condition can result in low flow. Chapter 5 of the IFU, "surgical procedures", contains information on "preparing the sealed outflow graft" and explains that prior to implantation, the bend relief should be disengaged from the graft for the de-airing procedure. This section also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. This chapter instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. Chapter 7 of the IFU, "alarms and troubleshooting", and section 5 of the patient handbook, "alarms and troubleshooting", address all system alarm conditions, including the low flow hazard, as well as the appropriate actions associated with each condition. Furthermore, section 8 of the patient handbook, ¿handling emergencies¿, also provides examples of emergencies and the proper actions to take in the event an emergency occurs. No further information was provided. The manufacturer is closing the file on this event.